Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped and the sheath was inserted into the patient's left femoral artery. The md could not advance the iab through the sheath. After the iab was removed, the iab appeared to be unwrapped.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.